Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and tortuous anatomy resulting in the reported difficult to advance. During stent deployment the introducer sheath was likely too close which resulted in the stent to inadvertently deploy/elongate into the introducer sheath; thus, resulting in the reported stretched stent and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). The 4.50x120mm supera self expanding stent system (ses) was advanced to the target lesion with resistance noted. Deployment was attempted however the stent partially deployed in the introducer sheath and elongated. The ses with the partially deployed elongated stent was removed and the procedure completed using another supera. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.